Event description:
Customer notified baxter corporate product surveillance of one interlink basic soln set in which a no flow was observed. The set was delivering a stem cell product by gravity to a patient. It was reported that the product stopped flowing at the point where the drip chamber meets the spike. The nurses attempted to squeeze the bag to get the solution to flow with no success. The customer then attempted to squeeze the drip chamber and a few drops came out of the drip chamber but then stopped. The customer reported that the nurses then used a syringe to push the product down the set. It was reported that the lumen was punctured and the spike was fully inserted with a firm push and a twist motion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.